Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro gas flow was not working. The tower said that there was gas flow going to the tubing, and the harvester felt it coming out the end of the tube, but when it connected to the port on either the btt or the device, gas flow would not continue into the patient. Later that day it happened again and some issues with the tower were seen, but potentially the ports on the device were occluded. The hospital turned up the gas flow to over our recommended settings and put y-tubing on the device and connected it to both the btt and the device port itself. It was a struggle to get a tunnel and do the procedure but he finally was able to do it somehow. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed. There were no nonconformance observed to the cannula or insufflation tube. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a calibrated "uson". A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. We were unable to reproduce the reported failure in our testing. Based upon the returned condition of the device and the results of the investigation, the reported complaint was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro gas flow was not working. The tower said that there was gas flow going to the tubing, and the harvester felt it coming out the end of the tube, but when it connected to the port on either the btt or the device, gas flow would not continue into the patient. Later that day it happened again and some issues with the tower were seen, but potentially the ports on the device were occluded. The hospital turned up the gas flow to over our recommended settings and put y-tubing on the device and connected it to both the btt and the device port itself. It was a struggle to get a tunnel and do the procedure but he finally was able to do it somehow. The hospital did not report any patient effects.